Event description:
It was reported that the device did not sense when physically locked also it would not proceed to deliver fluid. There was locking sensor and no error code was found. The event happened during set up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: a1-a2 and a4-a6 corrected. B5 corrected to include "there was unknown patient involvement, and unknown signs or symptoms experienced." B6-b7 corrected. D3 manufacturer establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a "cassette latch closed but no cassette" alarm. The pump latch/lock sensor did not change status to locked once the pump was locked. The cause of the customer reported problem was the defective latch/lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch/lock sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
There was unknown patient involvement, and unknown signs or symptoms experienced.